Event description:
It was reported that the patient presented in clinic for initial implant procedure. After initial fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited positioning failure and started to rotate backwards. Repositioning was attempted, but the same happened again. The ralp was not implanted, and a traditional system was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of position failure was not confirmed. Specification measurement, visual inspection, longevity assessment and further analysis performed were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.